Event description:
Serious injury involving one person on 10/11/98, dr diagnosed corneal ulcer in pt's right eye while wearing suspect lens and administered local antibiotic. Lens model/water content: focus visitint/55%; lot number: 7747136; pt age/sex: unk; eye involved: left eye; refraction: myopia; duration of use (mos) wearing modality: unk; number of days lens worn: unk; last visit to practitioner prior to symptoms: unk; type lens care sys used: chemical; name of disinfecting sys used: solo care; was homemade saline used: no; number days worn between cleaning and disinfecting: unk; days between cleaning and symptoms: unk; days between symptoms and calling dr: unk; self-treatment by pt: unk; hand washing before lens manipulation: unk; ulcer location: unk; visual acuity before symptoms: 10/10; visual acuity after symptoms: 3/10; results of culture: none taken; result of corneal biopsy and/or scrapings: unk; clinical diagnosis: corneal ulcer; treatment administered: local antibiotic, brand unk; prognosis: eye is resolved.